Event description:
The pt performed a blood glucose test on the suspect device and obtained result of 263 mg/dl. Pt had symptoms of low blood glucose. Injected 8 units of insulin and an add'l 2 units based upon the result. Thirty minutes later pt was found unresponsive. Pt was taken to the ER and given an IV, pudding and crackers, then released.